Event description:
It was reported that the customer had a motor error alarm during fixed prime on the insulin pump. The customer's blood glucose level was 147 mg/dl. The customer was advised that a false motor alarm may caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The customer was advised to return the insulin pump with the battery and zero out the basal rates. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion and prime/a33tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window and cracked reservoir tube lip.